Event description:
Device hurt when applied; received training and purchased the device from (B)(6) authorized hyaluron injector training. The device was defective. The company has shown no regard whatsoever towards the return or warranty of this and other devices that they sell. FDA safety report ID # (B)(4).